Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the x-force balloon did not expand.

Event description:
It was reported that the x-force balloon did not expand.

Manufacturer narrative:
The reported event was unconfirmed. Evaluation report of the returned sample, submitted by futurematrix interventional, stated that an 0.038" in-house guidewire was inserted and passed freely. The stopcock was left attached and a new inflation device was attached to simulate inflation. The catheter sample inflated and held 30 atm pressure for approximately 10 minutes. Process engineer verified inflation and proceeded to inflate/deflate an additional 5 times. Balloon function noted no defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿catheter insertion 1. Introduce the catheter carefully over a 0.038¿ (.97mm) guidewire and place it in the area that needs to be dilated. Use the radiopaque markers to aid in proper positioning. Note: dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment or direct vision. Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Deflating the balloon catheter deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. 1. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. 2. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. 3. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.